Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid leaked from the heater line of the peritoneal dislysis set when the line became disconnected from the leater bag during fill two of four. The patient was connected at the time of the event. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause was determined to be loose connection due to the report of ¿the heater bag became disconnected and made a mess.¿ should additional relevant information become available, a supplemental report will be submitted.